Manufacturer narrative:
Age of device: 2 years, 1 month, 30 days. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device on (B)(6) 2016. It was reported that patient was experiencing high flows and power since (B)(6) 2018. Patient was asymptomatic. Patient was admitted and placed on intravenous (IV) bival during evaluation. Patient was then bridged with coumadin and IV bival was discontinued when inr was therapeutic. Ramp test was performed which was positive for pump malfunction with little to no change in left ventricular end diastolic diameter (lvedd) when speed was increased. Lactate dehydrogenase (ldh) remained stable (less than 500 u/l). A CT angiogram of chest showed slight kink in outflow graft. On further evaluation, it was determined that the kink was minor and did not require intervention. Patient was discharged in stable condition and continues to remain stable. No equipment was exchanged. No further information was provided.

Manufacturer narrative:
Analysis of the log file that was provided by the account confirmed elevations in power and flow; however, a specific cause for these findings could not conclusively be established through this evaluation. The hmii lvas IFU contains information regarding definitions and usage of pump speed, power, flow, and pulsatility index (pi). This IFU also explains that pump flow is estimated based on pump power. Additionally, this document explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The implant kit was shipped with heartmate ii lvas IFU, document 106020-wcd, rev. C. Section 1 of this IFU contains information regarding definitions and usage of pump speed, power, flow, and pulsatility index (pi). In reference to power, this section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This IFU also explains that pump flow is estimated based on pump power. Section 5 of this IFU provides details regarding the surgical procedures used to prime and install the sealed outflow graft. This section explains that the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure. "Patient care and management" explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The patient remains ongoing on the device. No further information was provided. The manufacturer is closing the file for this event.